Event description:
It was reported that a spectra penile prosthesis was implanted, the date of the implant is unknown. On (B)(6) 2012, the device was removed due to "proximal" erosion and patient dissatisfaction. Another ams penile prosthesis was implanted on this date.